Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had black spots on the screen. The customer¿s blood glucose was 105 mg/dl. The customer was assisted with troubleshooting. The customer stated that they still read display but sometimes it was blocks the number or words on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test. No missing segment or partial display anomaly during test. Pump received with cracked lcd window. (B)(4).